Manufacturer narrative:
Exemption number e2016018. (B)(4). The actual device involved in the reported incident was not returned for evaluation, and the device logs were not made available for review. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Attempts are being mad to receive additional information and samples. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: customer reported concerns with underinfusions during low rates (<20ml) of chemo infusion when pump is used with spiros closed system. No specific event has been reported.